Manufacturer narrative:
This report is being supplemented to provide a correction to h6 component code due to an error on the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover likely detached from the scope due to the following: the distal cover was insufficiently attached. The user applied a load of friction to the distal cover by twisting, pushing, and pulling it in the body cavity, or stress such as contact with the mouthpiece during the procedure. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿operations: precautions". "Preparation and inspection: attaching accessories to the endoscope.¿. This supplemental report includes a correction to e1 and g2 from the initial medwatch. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use distal cover fell off the duodenovideoscope inside the patient. There was a small portion on the bottom of the cap that was cracked. There was no procedural delay and no issue with the patient. It is unknown if the cap was retrieved. Additional procedural details were requested but not provided.